Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported type ib endoleak (of the lcia (left common iliac artery)), significant aneurysm sac enlargement (of 8.6mm at the lcia), cranial migration (of 43mm) and secondary endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. Procedure-related harms, device, user, procedure, or anatomy relatedness of this event could not be determined with the medical records available for review. The final patient status was reported as without complications post secondary endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b2 outcomes attributed to ae b5 describe event or problem h6 health effect - impact code; remove 4648 h6 investigation finding codes; remove 3233 h6 investigation conclusion codes; remove 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an alto main body, two (2) ovation ix iliac limbs, and ovation prime fill polymer. Approximately three (3) years after the post-initial procedure, the patient presented with type 1b endoleak and an aneurysm enlargement due to migration from the iliac artery. The patient in pending re-intervention. Additional information received indicating the physician elected to treat the patient by implanting an additional ovation ix iliac limb and three (3) extenders on 29 november 2021. The aaa was successfully sealed.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an alto main body, two (2) ovation ix iliac limbs, and ovation prime fill polymer. Approximately three (3) years after the post-initial procedure, the patient presented with type 1b endoleak and an aneurysm enlargement due to migration from the iliac artery. The patient in pending re-intervention.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.